Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake. It was unknown if the patient was hospitalized for the peritonitis event. On an unreported date, the patient had treatment with vancomycin 1 gram stat (route not reported) for the peritonitis event. On an unreported date, the patient began treatment with tazin injection 4.5 grams (route, frequency, and duration not reported) for the peritonitis event. On an unreported date, the peritoneal dialysis catheter was removed and dianeal therapy was discontinued. The patient was recovered from the peritonitis event. On an unreported date, the peritoneal effluent fluid was clear. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.